Event description:
It was reported that during the implant attempt, the right ventricular lead had low impedance and noise. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.